Event description:
It was reported an asymptomatic patient presented in the clinic for routine follow-up. High impedances and increased capture thresholds were observed for the patient's left ventricular lead. Reprogramming was undertaken which successfully addressed the issue. The device remains implanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).